Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties and inflation failure were encountered. The more than 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. During the procedure, a 2.00mm x 9mm maverick 2 balloon catheter was advanced for dilatation. However, it was failed to cross the lesion and was not able to inflate. The device was then removed, and the procedure was completed with different device. There were no patient complications reported. However, returned device analysis revealed balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. At the proximal waist of the balloon, there was a 13mm longitudinal tear. Product analysis confirmed the reported failure to inflate, as the device was found to have a longitudinal tear to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.